Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this device experienced a syncopal episode. Review of stored device memory noted no stored episodes that correlated with the episode. However, the physician noted the patient had bradycardia and indicated the device was programmed to a lower rate limit of 40. The physician planned to increase the lower rate limit. No additional adverse patient effects were reported. This product remains implanted and in service.